Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the device was contaminated. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). During preparation, the tip of the burr touched the cover cloth unexpectedly and it became lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.